Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up arrow button was slow to respond and required multiple presses to elicit a response. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.